Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. The patient experienced an unspecified malfunction which occurred an unknown day after the sensor had been inserted in the arm. The patient experienced loss of consciousness. Her daughter took her to the hospital on (B)(6) 2024. The patient was unconscious so she could not provide information on what happened to her. The blood glucose reading was high (no value reported) but she did not know what the continuous glucose monitor was reading. The patient was admitted to the intensive care unit for 3 days and was released on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/27/2024.